Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stenting procedure within the esophagus of a patient with a malignant tumor on (B)(6), 2011. According to the complainant, the patient presented with a four to five centimeter lesion, approximately three centimeter above the midpoint of the esophagus. The anatomy was not tortuous, nor dilated prior to the procedure. Prior to deployment, the complainant confirmed that there were no visible issues with the device. During the procedure, as the physician was deploying the device, it was reported that the finger ring (deployment suture) 'failed to stop'. As a result, the stent deployed prematurely too far above the target location. It could not be confirmed if the deployment suture broke. The stent was removed from the patient without issues, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be 'stabilized'.

Manufacturer narrative:
The stent delivery system was returned together with the partially deployed stent (approximately 5mm of the stent had been deployed). Device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. The portion of deployment suture thread released at the yellow pull-ring was in proportion to the amount of stent that had been deployed. Visual examination of the yellow pull ring and the deployment suture thread found no issues which could have contributed to the reported complaint. Device analysis could find no issues with the deployment pull-ring of this device. The evaluation found the stent to be returned partially deployed on the delivery system and the complainant confirmed that the correct device was returned. These investigation results indicate that the stent was not fully deployed within the patient and subsequently removed. Therefore, this event is no longer considered a serious injury and has been updated to a malfunction. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stenting procedure within the esophagus of a patient with a malignant tumor on (B)(6), 2011. According to the complainant, the patient presented with a four to five centimeter lesion, approximately three centimeter above the midpoint of the esophagus. The anatomy was not tortuous, nor dilated prior to the procedure. Prior to deployment, the complainant confirmed that there were no visible issues with the device. During the procedure, as the physician was deploying the device, it was reported that the finger ring (deployment suture) 'failed to stop'. As a result, the stent deployed prematurely too far above the target location. It could not be confirmed if the deployment suture broke. The stent was removed from the patient without issues, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be 'stabilized'.